Event description:
During patient use, the respiratory therapist (rt) observed that the ventilator's graphic user interface (gui) went completely black, with no graphics or display information visible. Prior to the event, the rt had made ventilator setting changes and stepped away to chart. Approximately 30¿60 seconds later, the rt noticed that the gui had gone black. Despite the black gui, the ventilator continued to operate and deliver breaths to the patient. The gui's lock button was illuminated but did not respond to touch input. No audible or visual alarms were reported. There was no patient harm. The patient was transferred to another nkv-440 ventilator, and the affected device was removed from patient use.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed.